Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore, no evaluation could be performed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during use. The hp disconnected during drain to use the bathroom and when they returned, the device was alarming. The patient did not use proper disconnect procedures. The technical service representative (tsr) instructed the patient to cycle the power on the hc in order to clear the alarm. The patient was advised to use new disposables or to perform manual therapy. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.